Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant medical devices: lid devices, coupling device, handpiece device, attachment device, electric pen drive device, cable to console device. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the handpiece device was deformed and not round, the magnetic holder was broken, and the trigger was stiff. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check for roundness, and check proper function of the triggers. It was noted in the service order that the device was faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.